Event description:
It was reported that during an open sigmoidectomy, the staples were malformed at the 3rd firing during a functional end-to-end anastomosis. The device was released manually from the target tissue since the device could not be released due to the malformed staples. The oozing was confirmed at the time. The malformed staples were removed and additional suture were performed to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired and cut as intended, however two staples were noted to be not properly formed, this condition does not created a fluid path. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.